Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an inpact av access drug coated balloon during patient treatment. It was reported that when pressure was applied to the balloon, it did not inflate. Upon external inspection, it was found that blood seeped out from the shaft, preventing the balloon from expanding. The hub part of the shaft leaked, the part of the shaft that is inside the patient's body, the part that is connected to the balloon. The blue sleeve of the shaft's root seemed to appear to be coming out gradually but it was not completely broken or cut, but there was a small breakage. It was reported that the device was expanded as usual with an inflator for 3 minutes after insertion into the body, but the balloon gradually decreased during the expansion. The device was safely removed from the patient without any problems. A replacement medtronic product was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis visual inspection: the device was returned with unknown in deflator the balloon returned in a post deflated state. No damage was observed to the tip of the returned device no damage was observed to the balloon bond the returned device was flushed the returned in-deflator was attached to balloon inflation port and the balloon was inflated to nominal pressure 8atm and the balloon held pressure and no leak was observed under the strain relief the balloon was then inflated on the inhouse standalone calibrated pressure gauge to 8atm, the device held pressure and no leak was observed the balloon was then inflated on the inhouse calibrated in deflator to rbp 14atm, the device held pressure and no leak was observed the strain relief was inspected and no damaged or leak under the strain relief was observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.